Manufacturer narrative:
(B)(4). Closing trigger. Batch # l55j8z. Additional information was requested and the following was obtained: can you please clarify how the device misfired? On fifth staple load firing, the jaws would not open after firing the device. During which stroke did the event occur? Three strokes completed, fourth stroke retracted, then device locked prior to releasing or opening. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? Red knife reverse switch, firing stroke brought the blade forward and back again but still locked. What was the product code/color or the cartridge being used (gst or ecr)? Green with seamguard. Prior had used two white, two blue. On which firing did this event occur (1st, 2nd, 12th, etc.)? 5th. Were any unexpected noises heard? If so, when? No. Was the device fired across or near an existing staple line or clip? Fired from the crotch of the first staple line on the stomach. How was the procedure completed? Second 12 mm port placed, second stapler applied on each side of the locked device. Was a leak test performed? If yes, what was the result? Yes, negative for leak. Was there any patient consequence (bleeding, convert to open, etc.) Or change in the post-operative care of the patient as a result of the event? Wound infection at the site of the locked stapler, stomach specimen locked in to the jaws came out through this port. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the site of the infection? How did wound appear? Was a culture done? How was the infection treated? How long post-op did infection occur? The analysis found that one long60a device was returned with the closure trigger broken and in the closed position. In addition, an ecr60g cartridge loaded on the device. The reload was received fully fired and in good visual conditions. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the device misfired in the abdomen and then got stuck. A number of other staplers and seamguard were used to remove the device. It was unknown how the procedure was completed. It was unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: can you please clarify how the device misfired? During which stroke did the event occur? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? What was the product code/color or the cartridge being used (gst or ecr)? On which firing did this event occur (1st, 2nd, 12th, etc.)? Were any unexpected noises heard? If so, when? Was the device fired across or near an existing staple line or clip? How was the procedure completed? Was a leak test performed? If yes, what was the result? Was there any patient consequence (bleeding, convert to open, etc.) Or change in the post-operative care of the patient as a result of the event?